Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 947 mg/dl and customer alleging possible pump under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced symptoms such as vomiting for high blood glucose event. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.